Manufacturer narrative:
Additional information: e1 (fax number): (B)(6), the device was returned to olympus for inspection. Based on the results of the investigation, a root cause of the phenomenon could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During investigation of the device, it was found that the plastic distal end cover ("c-cover") was burned. There was no harm associated with this report.